Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99254. Supplemental rationale: corrected data: b5, h6, h11. 1 previously reported event was included in this follow-up record. Product return status: 1 device was received. Evaluation findings (results/components): 1 device: electrical/electronic component problem identified / circuit board. Product disposition: 1 device: serviced and returned to customer.

Event description:
No change.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter. Product return status: 1 device was received. Additional information: 1 device was not reprocessed or reused.

Event description:
This report summarizes 1 event for the failure: unintended power up. 1 event had problem identified during non-clinical procedure; there was no patient involvement.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30, 2025. This report summarizes 1 event for the failure: unintended power up. - 1 event had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99254. Supplemental rationale: corrected data: b5, h6, h11, 1 device previously reported events were included in this follow-up record. Product return status: 1 device was received. Evaluation findings (results/components): 1 device: electrical/electronic component problem identified / circuit board. Product disposition: 1 device: serviced and returned to customer.